Event description:
It was reported via regional field tech mgr a pt had fallen. It later was found that an add'l fall had taken place.

Manufacturer narrative:
Two alleged incidents were reported at the same time. One alleged incident required medical intervention as a precaution for a "goose egg" on the pt's head. Both products were later evaluated by a stryker field tech. At the time of evaluation serial numbers were obtained, however; it is unknown as to which event took place on which serial number. If this is later determined, a follow up report will be filed.